Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The seal was replaced and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a bubbled and unattached downstream occlusion seal. The event occurred during testing.